Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not communicating with her medtronic's pump. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began 5 days prior to contacting lfs. The patient reported managing her diabetes with insulin pump therapy. The patient said that she continued her normal diabetes management as a result of the alleged issue, including an unspecified type/dose of medication before breakfast, lunch and dinner. The patient claimed that she became "incoherent" as a result of "bottoming out" due to the alleged issue. The patient did not specify how long it was after the alleged issue started until she developed symptoms. The patient informed the cca that her husband treated her, although she did not specify how he treated her or how long after the onset of symptoms. At the time of troubleshooting, the patient confirmed that she was still getting a result on the subject meter and denied that the result was flashing. The cca was able to assist the patient in turning on the pump communication feature on the subject meter. The alleged issue was resolved with training. However, replacement product was still sent to the patient. Based on the information provided at this time, it is unclear how the communication issue led to the patient's symptoms since the communication feature does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms ("incoherent, due to bottoming out") went and received treatment from her husband after the communication is...

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.